Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced infection and pus at the implant site. Removal of the abutment is planned; however has yet to occur as of the date of this report.